Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 180mg/dl and 560mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.